Event description:
Unable to stand [mobility decreased]. Pain in both knees [arthralgia]. Swelling from the right knee down to toes [joint swelling]. Case description: spontaneous report received on (B)(6) 2009 from a (B)(6) female pt with a history of osteoarthritis of the knees, initials (B)(6), who experienced pain in both knees, swelling from the right knee down to toes and was unable to stand after starting synvisc. The pt received three injections of synvisc into her in her left knee on (B)(6) 2009 and three injections of synvisc in her right knee on (B)(6) 2009. The pt reported that she had pain in both knees that was worse than before her synvisc injections. Her right knee was worse than the left knee and was swollen from the knee down to the toes. It was so bad that she was unable to stand for her job. She went to the ER and was tested for a blood clot. The test was negative. At the time of this report the outcome of the pt was unk.